Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 38 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section were lifted from the crimped stent position. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04aug2021. It was reported that crossing difficulties were encountered. The target lesion was located in a moderately tortuous and non-calcified left anterior descending artery. A 38 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed stent damage.